Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, it was observed that due to change in the optical channel measurements after insertion, the performance of the sensor was affected between the 28th of july and 5th of august and thus, it resulted in some temporary sensor inaccuracy. After the system recovered, the recent two weeks (between 19th of august and 1st of september) of glucose plot is displaying good agreement between the sensor readings and the fingerstick measurements.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Blood glucose (bg) was 1,5 mmol/l where as sensor glucose (sg) was 5,9 mmol/l. Patient said he felt nausea but did not require any medical attention/intervention and was able to resolve the incident himself by taking liquid glucose.